Event description:
The dr was placing a dual vena tech "ivc" filter via the right femoral approach. Filter deployed upside down in position below the renal veins, where it remains. The pt suffered no adverse effects as a result.